Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" last week - inratio inr=2.9. On (B)(6) 2012 - inratio inr 1st = 5.2, 2nd = 3.9 pt self tester's therapeutic range is 2.0 - 3.0. Pt is on vacation and said he usually sees an increase in inr while on vacation; has been using the meter 2 months.

Manufacturer narrative:
Investigation pending.